Event description:
An fse reported receiving a sv300a ventilator into the ir repair facility, that had reportedly failed to cycle on a pt. The fse was unable to duplicate the reported failure. The ventilator was returned to the customer by the customer's request. No parts were removed or replaced from the ventilator. No parts will be returned to siemens medical solutions inc. There were no pt injuries.